Event description:
It was reported to boston scientific corporation that a cre navigator access sheath was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the sheath frayed and left a hair like sting loose in the sheath. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. **correction** it was reported to boston scientific corporation that a navigator access sheath was used in a procedure performed on (B)(6) 2019.

Manufacturer narrative:
Block h6: problem code 1454 captures the reportable event of sheath peeled. Block h10: investigation results a visual examination of the returned complaint device found that both the sheath and dilator were bent. It was also noted that the inner lining of the sheath protruded from the tip of the sheath and the inner walls also had evidence of scratching. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre navigator access sheath was used in a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the sheath frayed and left a hair like sting loose in the sheath. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event.